Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Attorney reported: 2001 - patient was diagnosed with an umbilical hernia. Patient's hernia was "repaired" using a perfix plug. Beginning in 2006, the patient began to experience pain, accompanied by dead skin and a putrid smell, in his abdominal region. Pieces of the plug began protruding from the stomach of the patient. On late 2007 - patient was diagnosed with an "infected mesh status post umbilical herniorrhaphy" and he had to have the plug removed. Note: the provided lot number, 43gkd2750, is not a valid format.